Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm and the alarm history showed a motor position encoder error. The customer's blood glucose level was unknown. The customer was informed that the device would be replaced and to return the device for analysis. No further details were provided.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, and prime test. However, the insulin pump was stuck on a motor error alarm that occurred during a bolus delivery. No motor position encoder error alarm could be verified due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with broken battery tube threads, a broken reservoir tube lip and a cracked case at the reservoir tube window corner.